Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attachment does not stay attached to the handle. It did not brake into pieces, it simply will not latch.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the mating issue; a functional check found the t-handle would not attach to the mating instrument. A complaint database search on the provided product code identified similar reports of the handle mating issue. Previous investigations found eco 270265 was implemented on (B)(4) 2008 for both ease of manufacturing and improved function. The date code pg1007 indicates the instrument was manufactured in october of 2007, prior to the design changes. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.